Manufacturer narrative:
A review of tickets determined that there was no other complaint activity for ict sample diluent (ln 2p32-11), lot number 65574un21 results. The ict sample diluent used to analysis of electrolytes on architect c16000 processing module. Trending review determined no trends for falsely elevated results for the product. Return testing was not completed as returns were not available. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the product labeling concluded that the issue is sufficiently addressed. Use error may have contributed to the customer¿s issue troubleshooting for the error code condition likely did not address the actual cause of the errors contributing to on-going sample analysis variations. Based on the investigation, no systemic issue or deficiency of the ict diluent, (ln 2p32-11), lot number 65574un21, was identified.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results on architect c16000 processing module for one patient. The results provided were: on (B)(6) 2021 sid (B)(6)=6.7 mmol/l (not hemolyzed) /redraw and repeated on (B)(6)=5.1 mmol/l (hemolyzed specimen). Laboratory reference range for potassium=3.5 to 5.1 mmol/l there was no reported impact to patient management.